Event description:
It was reported that dexcom g7 glucose values were visible in the dexcom app but were not displaying on the ilet pump; readings resumed on the ilet during the call after education on temporary connection issues. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, despite an intermittent communication interruption consistent with the antenna and electrical/magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was transient bluetooth connectivity with no device malfunction.

Manufacturer narrative:
Initial.